Manufacturer narrative:
(B)(4). The complaint was not confirmed. The root cause was undetermined because the sample was not returned for evaluation. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
This report is for connection issue. The home patient (hp) called baxter for assistance and stated she had started a new therapy because she had inadvertently become disconnected in previous therapy and was already empty and requested to bypass. The technical service representative (tsr) had the hp to bypass to fill 1. The tsr assisted the hp to bypass. There was patient involvement and there was no patient injury or medical intervention associated with this event.

Manufacturer narrative:
(B)(4). The sample is not available and the lot number is unknown. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.